Manufacturer narrative:
The reported malfunction was observed during testing and attributed to the device's battery. It was found that the battery was in an overcharge condition which resulted in the battery cell venting open. The battery was scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's battery burst open inside the device. Complainant indicated that there was no patient involvement in the reported malfunction.